Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation on 07/13/2015. Visual inspection of the returned platform was performed and no physical damages were observed. A review of the platform's archive data was performed and found multiple occurrences of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) and 19 (max applied load exceeded) messages on the reported event date of (B)(6) 2015. The data indicates that at the time the ua 19 codes were displayed, the platform was used repeatedly to provide compressions on a very large, stiff and hard to compress patient. Functional testing was performed and the customer's reported complaint was confirmed. Further inspection identified that load cell module 2 was under reporting. After troubleshooting and testing, it was determined that the amplifier board was defective. After the single point load cell 2 was replaced, another load cell characterization test was performed, which showed that both load cells were functioning within specification. A run_in test with a 95% patient test fixture was also performed for several hours and no other user advisories or faults were exhibited. The autopulse passed all final functional testing. Based on the investigation, the part identified for replacement was the amplifier board-load cell. In summary, the customer's reported complaint was confirmed through both review of the platform's archive data and upon functional testing. Multiple user advisory 19 and 7 messages were observed on the reported event date. The root cause of both of these error codes was determined to be that the amplifier board for the load cell module 2 was defective. Based on the device evaluation, there is also no indication that the autopulse platform caused or contributed to the reported patient outcome. Rosc was never achieved with manual compressions, which is the standard of care. Autopulse is adjunct to manual CPR. In case of stoppage of autopulse the user reverts to manual CPR. Following service, the platform passed all functional test criteria.

Manufacturer narrative:
It was also reported that after the call, the customer attempted to use the autopulse on a mannequin and exchanged the lifebands, however the issue would not resolve. No user advisory codes were observed. Product in complaint was returned to zoll on 07/13/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
On (B)(6) 2015, (B)(6) fire and ems received a call for a cardiac arrest patient. Patient had a history of hypertension. Information regarding patient medications was not obtained. This incident occurred at the patient's place of residence. The cardiac arrest was witnessed by the patient's wife. Bystander CPR was not performed. It is unknown when the patient progressed into a cardiac arrest. Agencies that were also on scene include (B)(6) police department and (B)(6) volunteer rescue squad. Manual CPR was performed by responding agencies and was initiated at 00:02. Exact length of time that manual CPR was performed was not provided, however it was continued while the autopulse was removed from its carrying case. The autopulse was deployed almost immediately. Once the autopulse was placed under the patient and steps were taken to ensure that the lifeband was placed correctly, the crew proceeded to turn the autopulse platform on by pressing the on/off button. The green button was then pushed to activate the device. However, shortly after the lcd display of the platform provided an indication to adjust the lifeband and press the start/continue button to proceed. After the crew attempted to fully extend the lifeband and press the start/continue button, the autopulse failed to initiate compressions. The autopulse was able to adjust the lifeband to the patient's chest, however the device failed to activate and no compressions were able to be performed. The crew attempted to troubleshoot the problem for 15-20 seconds by turning the device off and then back on, however the issue would not resolve. When the autopulse platform failed to operate, use of the device was discontinued and the crew reverted to manual CPR (exact length of time was not provided) until the medical controlee granted permission to cease life saving efforts at 00:25. Return of spontaneous circulation (rosc) was never achieved. The cause of death is unknown, however it is presumed that the patient expired as a result of the cardiac arrest. It is unknown if an autopsy was performed and it the results are available. It is unknown if the autopulse in any way caused or contributed to the patient's death. No further information was provided.